Event description:
It was reported that the pt, a female, expired (2008) after an implant duration of 0.03 months, due to unk reasons. It is unk if the death was device related. Info learned from implant pt registry. Per surgeon's response, the device was not explanted prior to death and therefore is unavailable for return and eval. No cause of death given.

Manufacturer narrative:
Device not returned.